Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy plunger. Time of device issue: after vessel closure. Adverse event: none. It was reported that a physician trained in the use of the perclose proglide device, achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the "collar did not fully engage with the body." Suture deployment was completed and the suture achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.